Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient reports a change in area of stimulation. States he historically has felt it in his low back but recently he has felt the stimulation more in his groin which was not desirable. Rep met with the patient for a reprogramming and was able to move sensation out of groin and into lower back by changing electrode configurations. No impedances noted. The issue was resolved. Patient reported that so far, they think that some of the changes are helping with their pain, patient is using one of the new programs and getting better results at this moment. Since the adjustments, patient is not getting the stimulation in my private areas.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was over the past 3 weeks or so the patient has had to increase the settings because they couldn't feel any relief. The patient now could feel the stimulation down to their buttock, leg, and testicles. When the patient tries to decrease the stimulation, they are not feeling as good. Patient stated that they are turning the stimulation up because they are looking for more relief. Patient states that they only have one group on the controller because the other group disappeared. The issue was not resolved through troubleshooting. Agent redirected the patient to their healthcare provider to further address the issue. The patient mentioned they were in another state and wont be back for quite some time and wondered if they can work with doctors around the are. Agent sent an email of physician listings.